Manufacturer narrative:
The field service engineer could not determine a cause. He found indications of an unstable circuit board, so it was replaced. Calibration, controls, and precision studies were performed; all were successful. Quality controls were within range, showing no indication of a reagent performance issue. The sample centrifugation time was too short and the speed was too fast. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they started receiving ise errors on their cobas integra 400 plus analyzer after the ise electrodes, ise mix tower, and a probe were replaced. The reporter checked tubing in the ise area and confirmed there was no moisture or leaks. The electrode compartment was opened and the reporter noted there was an extra o-ring near the bottom of two electrodes. The electrodes were removed and re-installed and the extra o-ring was removed. The reporter confirmed the electrode area was completely dry. The system was initialized and all maintenance actions passed. The reporter continued to have issues with the ise tests and were getting negative anion gap values for patient samples. One patient sample had a discrepant result when tested with the na+ electrode. The sample initially resulted with an na value of 121 mmol/l, which was reported outside of the laboratory. The sample was repeated on a piccolo analyzer, resulting with an na value of 131 mmol/l. The repeat value was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.